Event description:
Medtronic received information that a patient treated with a ped2 pipeline stent had complications. Subject came to the emergency room with complaints of headache and blurry of vision, prior mra head revealed bilateral carotid stenosis. The patient was hospitalized form (B)(6) 2025. The event resolved on 2025-jun-19. Assessed as possibly related to procedure, disease under study and antiplatelet medication and probably related to study device. 3 year follow-up imaging that branches arising from the parent artery have a degree of stenosis: - ophthalmic; 76%-95%. Mrs score at 3 year visit of 1 however mrs score at 1 year visit was 0. Baseline aneurysm details: side (hemisphere): righ.t segment of internal carotid artery (ica): c6. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 5mm. Aneurysm dome height: 4mm. Aneurysm dome width: 3mm. Aneurysm neck size: 3mm. Parent artery diameter distal to aneurysm: 3mm. Parent artery diameter proximal to aneurysm: 4mm. No stasis at the end of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received that file report 2029214-2025-01556 is related and merged into 2029214-2022-02080. Any additional supplemental information will be reported from 2029214-2022-02080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.